Event description:
It was reported that the patient experienced a lack of efficacy from the spinal cord stimulator (scs) system. The patient underwent a procedure in which the entire system was explanted. The patient is doing well post operatively. No devices will be returned as they were disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date provided by the patient. Additional suspect medical device component (s) involved in the event: brand name: coveredge 32, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7071129.